Event description:
Pt had laparoscopic placement of gastrostomy (g-tube) at 11 am. Started 10 cc of pedialyte via g-tube that night at about 10 pm. A total of 30 ml of fluid was given through the g-tube when it was stopped for pain. A g-tube study done in am revealed 'leakage' into the peritoneum. The following day laparoscopic evaluation of g-tube showed no balloon outside. It was only when opening the abdomen that the appliance was clearly into the lesser sac. There was some moderate peritoneal fluid that was turbid. The abdomen was copiously irrigated out until clear effluent with approximately four liters of normal saline. There was no obvious gastrostomy, and in exploration just the posterior aspect of the lesser sac was inflamed. The stomach was intact. Patient did well.